Event description:
It was reported that the implant depth of the pt's (B)(6) ipg is superficial and causes discomfort as a result. Surgical intervention was undertaken to address this issue. No further info is available at this time. Date to ipg. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.